Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced foreign matter in or on the device cannula/needle/catheter. The following information was provided by the initial reporter: material no: 381523; batch no: 0279744. Went to open 22g IV and saw black splatter inside. Package not opened and set aside to hold for review.

Manufacturer narrative:
H6: investigation summary: a device history record review was completed by our quality engineer team for provided lot number 0279744. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. The reported defect could not be refuted nor confirmed in the absence of a sample.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced foreign matter in or on the device cannula/needle/catheter. The following information was provided by the initial reporter: material no: 381523, batch no: 0279744. Went to open 22g IV and saw black splatter inside. Package not opened and set aside to hold for review.